Event description:
The pt had a mr procedure. The pt was scanned with the flex-m coil with their head first into the magnet. The coil was positioned in such that it was needed to cross the cable through the bore. A cloth was used to separate the cable from the pt. At the end of the examination, a burn appeared on the left forearm. However, it was initially thought to be a minor first degree burn then weeks later, it was informed to philips that the injury was actually a second degree burn with a 1.75 cm blister.

Manufacturer narrative:
(Conclusions) (other): the investigation found that according to the info provided, the cable was isolated from the pt by a cloth. The actual distance between the coil cables and the pt was not provided. The coil was used in combination with high sar values, and no additional padding was used to separate the cables of the coil from the pt. These circumstances may well lead to unpredictable rf interference and possibly a rf burn caused by either the cable of the coil or via a current loop via the magnet bore. The instructions for use (IFU) already contain warnings and advice for coil positioning. The system was operating to specifications. Note. The indicated importer has received FDA exemption to submit one FDA form 3500a to satisfy both the importer and manufacturer for the same event.